Event description:
No additional information.

Manufacturer narrative:
Pr (B)(4) follow up MDR for updated device evaluation: device evaluation updated after sample was received. Bd was notified by the courier that the sample initially provided had been located. The sample has been received at our manufacturing facility for investigation. One unused syringe from lot 2312017 was received, upon evaluation of the device, no damage or other defects that could have contributed to the reported incident was observed. A device history review was performed for the reported lot 2312017, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Ten retained samples of the reported lot were used for additional evaluation. All product was inspected and no damage or defects was observed on any of the devices. While we cannot identify a direct issue, damage to the barrel can occur if the product jams within the manufacturing equipment during the assembly process. As no photos or physical samples that display the reported condition were received, a definitive root cause cannot be established at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
(B)(4) : initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
67-year-old patient undergoing embolization of an aneurysm of the right posterior cerebellar artery, previously embolized when it ruptured in 2009. During the procedure, anesthetic drugs were found to be leaking (syringe plunger leakage problem, syringe body deformed, as if it had received a impact). 3 used syringes were kept. All the units in the batch present in the room have the problem. The batch was quarantined in the department. A recall of the batch on the establishment is to be organized. Disturbed induction. Need to relay with sevorane. No consequences for the patient, as leak is rapidly detected. Risk of patient waking up intraoperatively during aneurysm embolization. Risk of gas embolism. No intraoperative complications. Anesthetic.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation (lot 1 of 2): a device history review was performed for the reported lot 2312017, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Ten retained samples of the reported lot were used for additional evaluation. All product was inspected and no damage or defects was observed on any of the devices. While we cannot identify a direct issue, damage to the barrel can occur if the product jams within the manufacturing equipment during the assembly process. As no photos or physical samples that display the reported condition were received, a definitive root cause cannot be established at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
67-year-old patient undergoing embolization of an aneurysm of the right posterior cerebellar artery, previously embolized when it ruptured in 2009. During the procedure, anesthetic drugs were found to be leaking (syringe plunger leakage problem, syringe body deformed, as if it had received a impact). 3 used syringes were kept. All the units in the batch present in the room have the problem. The batch was quarantined in the department. A recall of the batch on the establishment is to be organized. Disturbed induction. Need to relay with sevorane. No consequences for the patient, as leak is rapidly detected. Risk of patient waking up intraoperatively during aneurysm embolization. Risk of gas embolism. No intraoperative complications. Anesthetic.